Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was reported as due to a serratia bacterium. The patient was hospitalized for the event. Treatment for the event was unknown. At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the event occurred on an unreported date in (B)(6) 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.